Event description:
The pt reportedly was admitted into the hospital with spinal meningitis. A doctor at the hospital reportedly stated that the spinal meningitis is not a type typically associated with cochlear implants. In 2004, the pt passed away.